Event description:
Procedure type: sigmoid colectomy. According to the rptr: no abnormalities occurred intra-operatively. The tissue donuts were completed, the surgeon performed a leak test and the anastamosis was not leaking. One - two weeks post-operatively, a leak occurred. The pt was re-operated and a new anastamosis was created successfully. The pt is in well current condition.